Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was in the range of 600mg/dl to 700mg/dl. Customer tried to change her setting multiple times. The customer was taking 160 units of insulin a day before starting the pump. The pump didn't hold enough insulin for her. While on he pump she was using humalog u 100. Insulin pump will not be returned for analysis.